Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of stickiness on the protector of the universal cord on the scope connector side and on the scope connector, the cause could not be established. Based on the results of the investigation of the burn on the distal end cover, a definitive root cause could not be determined. However, it is likely a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: gif-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif-1th190 operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the distal end cover, stickiness on the protector of the universal cord on the scope connector side and on the scope connector. There was no patient involvement.